Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: a2, a3, a4, b4, b5, d9, d10, g3, g6, h1, h2, h3, h6, and h11. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during a radial artery procedure, the anterior segment of an 8mm x 30mm precise pro rx carotid self-expanding stent (ses) prematurely deployed during preparation when flushing the stent. The stent was partially deployed prematurely but still attached to the delivery system. Another 8mm x 30mm precise pro rx ses delivery system was used as a replacement. There were no reported injuries to the patient. The operator has prior experience using the precise pro ses delivery system. The device was stored and prepped per the instructions for use (IFU). The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during a radial artery procedure, the anterior segment of an 8mm x 30mm precise pro rx carotid self-expanding stent (ses) opened and dislodged during stent flushing. There were no reported injuries to the patient. The operator has prior experience using the precise pro ses delivery system. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, during a radial artery procedure, the anterior segment of an 8mm x 30mm precise pro rx carotid self-expanding stent (ses) prematurely deployed during preparation when flushing the stent. The stent was partially deployed prematurely but still attached to the delivery system. Another 8mm x 30mm precise pro rx ses delivery system was used as a replacement. There were no reported injuries to the patient. The operator has prior experience using the precise pro ses delivery system. The device was stored and prepped per the instructions for use (IFU). The device was returned for evaluation. A non-sterile unit of ¿precise pro rx ous carotid sys¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked for inspection. A thorough examination revealed that the stent was partially deployed, approximately three struts. The stainless steel hypotube was kinked approximately 9 cm from the proximal end. The hemostasis valve was tightly closed. No other notable details were observed. The usable length was measured, and the dimensional analysis results were within specification. The l2 length was also measured, and the results were within specification. The functionality of the device was verified to determine if the stent could be deployed as expected. The hemostasis valve was unlocked. The stent deployment functional test was initiated by retracting the outer sheath while holding the inner shaft in a fixed position. The push rod traveled toward the distal tip as expected, and the stent was deployed. The stent expanded normally, showing no damage or anomalies. The reported ¿stent delivery system (sds) deployment difficulty-premature/during prep¿ was observed as the device was received with the stent partially deployed. However, the exact cause cannot be determined. Measurements of the stroke length and usable length, along with dimensional analysis, were found to be within specification. Additionally, a functional analysis was conducted, during which the stent was deployed and expanded normally, showing no damage or anomalies. Therefore, based on the information available for review it is difficult to determine the root cause for the event, it is likely that user handling factors during preparation contributed to the issue, as no anomalies were observed on the device itself only a kink that was not reported in the event description and may have occurred during shipping. According to the instructions for use, which is not intended to mitigate risk, ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed.¿ the information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.